Manufacturer narrative:
(B)(4). This event was previously reported on the incorrect MFR-0001038806-2019-00592. This report is to correct the MFR number and relay additional information. Screw coping:ph 4/pkg (0746) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The customer has not provided additional pictures or x-ray images of the event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for zimmer dental implant systems 4894i rev 3-07/09 information identified: seating of prosthetic components. Internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30 ncm. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the 0710 dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Complainant reported that the abutment was loose. The reported event is non-verifiable with the information provided. A definitive root cause for this complaint could not be determined.

Event description:
It was reported that the unknown abutment screw loosened.